Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited the plastic distal end cover had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was on the plastic distal end cover. Abnormality of the device on the area where foreign material adhered was not confirmed. It was confirmed that there was no big deviation on the reprocessing procedure from instruction manual. However, the cause of the material remaining in the device could not be determined. The event can be [prevented] by following the instructions for use: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automatic endoscope .reprocessor /wet detection. Olympus will continue to monitor field performance for this device.